Manufacturer narrative:
The case states that the facility is using rapicide opa to sterilize their tongue and cheek depressers prior to patient dental procedures. Approximately 30 patients stated that the tongue depressor tasted bad and their mouths had turned black where there was contact with the depressor. They also complained of a burning sensation and slight numbness. The rapicide opa is manufactured by medivators then distributed by (B)(4). Rapicide opa 28 is intended to be used as a high level disinfectant. This chemistry can be used for manual reprocessing of heat sensitive semi-critical devices. The reported evidence indicates improper rinsing of the tongue and cheek depressors which would likely be the cause for staining and bad taste the patients were experiencing. The rinsing instructions on the IFU are as follows: · following removal from rapicide opa-28, thoroughly rinse the device by immersing it in a large volume of water (e.g. 8 liters). · keep the device entirely submersed for a minimum of 1 minute, unless a longer time is specified by the device manufacturer. · manually flush all lumens or channels if present with large volumes (not less than 100 ml) of rinse water unless otherwise noted by the device manufacturer. · remove the device from the water and discard the rinse water. Always use fresh volumes of water for each rinse. Do not reuse the water for rinsing or any other purpose. · repeat the procedure for rinsing manual devices two additional times for a total of three (3) rinses with large volumes of fresh water to remove rapicide opa-28 residues. Proper rinsing of devices is required, see warnings and precautions. Three (3) separate large volume water immersion rinses are required unless otherwise specified by device manufacturer's instructions. Medivators ra department made multiple unsuccessful attempts to contact the facility for additional information concerning their use and rinsing of rapicide opa on these devices. There is limited information as to the extent of injury or illness the patients experienced. There was no additional information other than what was reported by the distributor. This case will continue to be maintained within medivators and (B)(4) complaint systems.

Event description:
The case states that the facility is using rapicide opa to sterilize their tongue and cheek depressers prior to patient dental procedures. Approximately 30 patients stated that the tongue depressor tasted bad and their mouths had turned black where there was contact with the depressor.